Event description:
Surgeon reported s/p ECMO placement pt was bleeding "badly" and floseal was used. The bleeding stopped, however the child developed a "massive" red skin reaction from his neck to his waist. The child was re-opened the next day and surgeon rinsed out a "bunch of floseal" (their words) and the redness went away. Excess floseal had not been rinsed away. Re-education performed upon hearing of issue: bob estabrook, bioscience sales, has made the surgeon aware of the need to rinse away excess floseal before closing.

Manufacturer narrative:
Baxter medical director assessment: in 2007; meddra terms: red skin reaction (from his neck to his waist-that disappeared after floseal was rinsed at redo surgery), de-challenge. Although with a low level of immunogenicity, gelatin may still exceptionally cause allergic reactions. The recovery after removal of the excess of product may be indicative for a possible causal relationship. Additional information needed: allergic history, possible pre-exposure to bovine proteins (sensitized), associated therapies/medication for these symptoms (other than surgery). An allergologic screening for the child's safety is to be recommended. Raymond f. Nistor, md biosurgery. Multiple attempts were made to acquire additional information with the case. The office has been contacted on 4 separate occasions and an e-mail has been submitted to the surgeon. The reporter has not returned any of the contacts. If further information comes available in the future a follow-up report will be submitted.